Manufacturer narrative:
Additional information was received that the physician did not believe that the lumbosacral tenderness was device related.

Event description:
A report was received that the patient had lumbo sacral tenderness. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had lumbo sacral tenderness. The patient will undergo a revision procedure.